Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the ventilator failed internal leakage test during puc. There was no patient involvement. The reported issue has been confirmed during evaluation of the received problem description. The ventilator was investigated by the user facility and the nozzle unit in the air gas module was found defective. After replacement of the air nozzle unit, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The replaced part was not returned for investigation, hence the root cause of the event has not been determined. H3 other text : 4117.